Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two unknown mentor saline breast implants has experienced postoperative bilateral deflation of implants. Patient reported one side is completely gone. She had mammograms performed and the mammogram in (B)(6) 2017 indicated both implants have ruptured, whereas the mammogram in (B)(6) 2018 indicated collapsed right breast implant and intact left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.